Event description:
Medtronic received information that one year post-implant of this bioprosthetic valved conduit, rapid stenosis developed at the distal end, as well as dilation and an aneurysm along the entire length. This device was explanted and a new medtronic valve conduit was successfully implanted and no adverse patient effects were reported. The explanted product was dissected and sent in pieces to the hospital's pathology department.

Manufacturer narrative:
Conclusion: review of the device history record showed that this product met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. The device was returned in pieces. Pannus and thrombus were noted on some areas of the returned pieces. A true root cause is not determined but these are known failure modes for bioprosthetic heart valves, which could have led to the reported clinical observations.

Manufacturer narrative:
This supplemental report was sent to correct the aware date on the last supplemental report. Corrected to (B)(6) 2014.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, sections of the valved conduit, host and possible native tissue were received for analysis. The valved conduit was received in three sections measuring 1.4 cm, 2.5 cm and 4 cm. The two smaller sections each showed a leaflet and one commissure. The existing leaflets were slightly stiff but flexible. A small remnant of the belly of one cusp was observed on the largest piece of the valved conduit. All existing commissures appeared to have been cut and/or torn during explant. A piece of pannus remained attached to a piece of possible conduit wall tissue. A remnant of glistening off white pannus that appeared consistent with historical events with pannus on the inflow or outflow orifice was noted on one section of the valved conduit. A 2.3 cm piece of medium thrombotic appearing host tissue that appeared to have been attached to the outflow of one leaflet was received. Brown thrombotic appearing host tissue lined the outflow of one cusp. Radiography showed no evidence of mineralization in the valved conduit pieces, host and possible native tissue. Conclusion: upon completion of investigation and device history review, a supplemental report will be filed. (B)(4).